Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: unconfirmed, no issue observed. Investigation conclusion: the customer issued a complaint for a can¿t activate problem detected by end user. Neither sample, nor photo was provided to bd medical, pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. It should be noted that tests performed by bd (B)(4) during production controls are related to the assembled device, without using syringe and plunger rod. Testing of combination product is out of scope for safety device manufacturing. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. Root cause description: based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer, or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that retraction issues occurred with a bd ultrasafe plus x100l png clear. The following information was provided by the initial reporter, "the complainant stated that upon removal of the needle, the liquid could be seen coming very slowly out of the end of the needle. Also, the spring didn¿t activate."